Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found insulin delivery totals correctly reflected the programmed values and there was no activity outside normal use observed in the black box. The battery cap was not returned and a test battery cap was used for the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump passed a flow accuracy test and was found to be delivering within required specifications. No defects were found during the investigation. The investigation was unable to verify or duplicate the reported delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following : patient has had elevated blood glucose (bg) levels, 400-500 mg/dl, with thirst and increased urination, no ketones, for the last week. Patient believes pump is broken. Customer support (cs) reviewed and patient confirms all settings are correct and none have a zero next to times. Time is off by one hour as patient did not update for the change to daylight savings time. I:c , isf and bg target are correct. Patient has been bolusing with injections in addition to pump delivery. Attempted review of tdd, however not effective as patient is also giving injections. Cs explained that no defect has been found with the pump. However, due to patient's loss of faith in product, pump will be replaced. Stress may be a factor. Patient has hypothyroidism, adrenal insufficiency, and is 4 weeks postop cervical vertebrae surgery. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the patient¿s hyperglycemia.